Event description:
Device broke in patient. Additional information confirmed the nose of the anchor snapped off in the prepped site. The piece remained in the patient. No additional anchors were attempted. A 2mm drill was used to create a pilot hole. Olecranon process, very hard bone.

Manufacturer narrative:
(B)(4).